Manufacturer narrative:
The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process. A follow-up report will be provided.

Event description:
The customer did not respond to multiple attempts to obtain information for the investigation such as procedural details, patient information, and lot information.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Updated investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Updated root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Root cause: a definitive root cause could not be determined. Possible causes for the alleged reactions include but are not limited to patient physiology and/or patient sensitivity to the procedure.

Manufacturer narrative:
Investigation: the customer stated that they were unsure about the inlet:ac ratio that were used in patients and donors. The customer also stated that they postulated that donors with peripheral sticks which are simply on the machine longer than patients with central lines. Investigation is in process. A follow-up report will be provided.

Event description:
During a conversation, the customer mentioned that they noticed that their donors were having more citrate reactions than their patients. Specific dates of the events and specific patient (donor) information is not available at this time. It is not known at this time if medical intervention was necessary for any of the events. The spectra optia disposable sets are not available for return because it was discarded by the customer.